Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that the lime stone effect happened due to the cyanoacrylate glue. This is discussed with the production department and the procedure has been changed. The associated risk is foreign body reaction, therefore upon retrospective review, this complaint was identified as reportable. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
It was reported the surgeon discovered white stains on the trocar. Sample is available.